Event description:
On (B)(6) 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. In (B)(6) 2009, the pt presented with back and abdominal pain. There was an endoleak due to a lack of seal at the distal end of the device. The right internal iliac artery was embolized, and several weeks later on (B)(6) 2009, another contralateral leg was implanted, resolving the endoleak.